Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had low pacing impedance after it was damaged.

Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to non-sustained episode and short v-v intervals indicated to be oversensing/noise. The pacing impedance was noted to be high, the thresholds were noted to be high with intermittent capture. A fracture was suspected. The alert was programmed off and two months later the rv lead was explanted and replaced. During the explant procedure the right atrial (ra) lead was damaged and the physician chose the explant and replace the lead. No patient complications have been reported as a result of this event.